Event description:
It was reported that the patient underwent an implant for parkinson's. After he received the surgery he developed an infection and was oozing from his head. It was reported that the patient was still alive, but very ill. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).